Event description:
Related manufacturer reference number 3006705815-2024-02704. It was reported that patient experienced ineffective therapy after a fall. X-rays were negative for migration. However, surgical intervention was undertaken wherein both leads were repositioned. Effective therapy was restored post operatively.

Manufacturer narrative:
B3 - date of event is estimated. The event of lead revision was reported to abbott. The leads were repositioned due to ineffective coverage. Effective therapy has been restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.